Manufacturer narrative:
(B)(4) this was the patient's initial rns system implant. The patient was implanted with the rns neurostimulator and two depth leads, dl-330-10. The leads were secured with two burr hole covers.

Event description:
When processing product registration information, neuropace became aware that one of the burr hole covers implanted on (B)(6) 2018 was expired at the time of use. The product expired on 1/26/2018. Neuropace immediately informed the treating center.